Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure" was confirmed with objective evidence based on procedural imaging evaluation completed. Evaluation of the available information is unable to identify a potential root cause for this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification through ipr that 3 pascal devices in mitral position were explanted on pod 328. Additional information from the clinical specialist indicated that the devices were explanted, however, the physician believes at the time of implant the patient was very sick and the implants were possibly intended as a bridge to surgery. However, the procedure was done at another facility so he was not sure. The mr continued to get worse and now surgery was the best treatment option. The patient was stable enough to tolerate the surgery and the physician stated the procedure went as planned. Additional information received after image evaluation found that there was slda of the lateral pascal ace device. The device is detached from the lateral anterior leaflet (a2) and only attached to the posterior leaflet (lateral p2). It was also found that the mr appears semi-quantitatively severe.